Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported clinic visit and hyperglycemia.

Event description:
The patient's legal guardian (lg) reported a pod performance issue affecting the patient. The pod was applied on the night of (B)(6) 2026, on the upper left buttock/hip. The patient wore the pod for approximately 5 to 24 hours. Overnight, glucose levels continued to rise despite a correction delivered through the pod. On the morning of (B)(6), sensor and glucometer readings showed severe hyperglycemia, and the patient experienced stomach pain, nausea, and vomiting. Ketone testing was positive. The family removed the pod at home and observed that the cannula was out of the skin. The patient self-administered insulin via insulin pen and applied a new pod. The patient was then, taken to a clinic under physician supervision, where treatment included intravenous fluids and insulin. The patient was monitored for approximately six hours and discharged the same day after improvement in glucose and ketone levels. The lg confirmed the patient's glucose levels reached up to 411 mg/dl. The diagnosis associated with the episode was hyperglycemia with diabetic ketoacidosis.

Manufacturer narrative:
No damages or deficiencies were observed that would contribute to the reported dislodged cannula. The cause of the reported dislodged cannula could not be determined.